Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side "to have the allergan prostheses included on recall in 2019", "swelling and pain in the left breast", "there is inflammation in both breasts.", " ¿prosthesis gave in and left a hole in the middle", " presenting radial folds", "simple cysts bilaterally", "feels a lot of pain", ""nodules circumscribed to the right", "liquid of prosthesis"/ device remains implanted.

Event description:
Healthcare professional additionally reported left side ¿axillary lymph nodes with a reactive aspect category iii bi rads.¿

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6.